Manufacturer narrative:
(B)(4). Batch # m55l6z. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload loaded in the device. In addition, with the knife exposed. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the nurse reported that when the surgeon went to fire the device it made an unusual noise and would not fire. The device was removed from tissue (no staples or cut performed) and a second ats device (gun and reload) were used without any issue; two-minute delay in surgery. There were no adverse consequences for the patient reported.